Event description:
(B)(4) clinical trial. It was reported post a coronary artery stenting treatment procedure, myocardial infarction (mi) occurred. The subject presented due to stable angina (ccs classification-2) and was referred for cardiac catheterization. The target lesion was located in the first right posterolateral branch (rpl) and was described as 10mm long, with a vessel diameter of 2.75 mm and 85% stenosis. The lesion was treated with direct stent placement using a 2.75x16mm taxus element stent with 0% residual stenosis. The following day, prior to discharge, elevated troponin and mi was reported. The patient did not experience ischemic symptoms and no action was taken to treat the event. The event was considered resolved without residual effects and the patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).